Event description:
Boston scientific received information that the patient implanted with this pacemaker was informed by the clinic of a potential problem with the device. Additional information was requested but was unable to be obtained. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.